Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon was encountered. The pt presented to the e.r. In 2004 with a myocardial infarction (mi). The next day, angioplasty was performed, via right femoral approach, in an 85% stenosed, moderately tortuous mid left anterior descending (lad) lesion. During the procedure, the physician predilated the lesion with a maverick2 2.5mm x 20mm balloon. The physician then placed the taxus express2 8.8% 2.75mm x 28mm stent at the lesion site. After the stent was fully deployed and was in good position, the physician attempted to deflate the balloon. However, the balloon stuck upon deflation. The physician went to neutral on the deflation device, advanced the balloon and was then able to pull balloon out. The physician then post dilated the stent with a quantum maverick 2.75mm x 15mm balloon. The pt was treated with IV integrilin and heparin during the procedure and was placed on plavix post-procedure. Pt status is listed as good. No complications or injuries were reported.